Event description:
The device was used during a hernia procedure. Reportedly, the needle broke during passing through the tissue. The account does not know if the needle broke in the cavity. Another device was used to finish the procedure. No pt injury was reported.